Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error constantly during rewind due to encoder out of phase. They were unable to perform the displacement test or confirm the motor position encoder error alarm due to the motor error alarm. The pump had scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 249 mg/dl. The customer had x-rays and an MRI done without removing the pump. The customer had a low in the morning. He drank orange juice and ate peanut butter to treat. Troubleshooting was not able to resolve the issue. The device was returned for analysis.